Event description:
It was reported that during a moderately tortuous proximal circumflex stenting procedure, after lesion preparation, a 3.5x23mm xience v rx stent was implanted and after implantation, a dissection was noted. Reportedly, the physician felt the cause of the dissection was from the tortuosity of the vessel and the disease in the vessel and not from the abbott stent. It was decided to implant a stent distally to treat the dissection. The lesion was post dilated and a non-abbott stent was successfully implanted. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.